Manufacturer narrative:
Patient's medical malleolus fractured causing sliding core to migrate. Tibial component and sliding core was exchanged to correct sliding core migration. Review of device history records shows no anomalies.

Event description:
Patient had star sliding core bearing and tibial component revised.